Event description:
Per the clinic, the patient had developed wound dehiscence that exposed the implant and resulted in an infection. The patient was treated with oral antibiotics (date and duration not reported). The device was explanted on (B)(6) 2021. Reimplantation is planned but has not taken place as of the date of this report.